Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application on their phone had no audio when alerts would go off. Patient's husband verified that the phone volume settings were good. There were multiple dexcom devices in the bluetooth settings. Patient's husband removed the ones that were not relevant. Husband closed 42 other apps that were running. He then relaunched the g5 app, tested all alerts and all were working fine. No additional event or patient information is available.